Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exit the tubing during fill tubing. Reportedly, the luer lock connection was not tight enough. The customer successfully tightened the luer lock to address the event and saw insulin exit the tubing. There was no reported impact to blood glucose.